Manufacturer narrative:
Method: visual inspection, manufacturing record review, labeling review. The device was returned for inspection and the event was confirmed. The received device is broken at the hexagonal tip. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Due to the recurrence of this issue, a corrective and preventive action was initiated in 2010 and the design of the torque wrenches was changed. A CAPA was initiated in order to find the failure cause and propose corrective and preventive actions, including a design change of the torque wrench to prevent tip breakage. It was concluded that the tip breakage is linked with impact and heating of the inner shaft during insertion and the welding of the pin intended to assure the rotational stability of the torque wrenches outer and inner shaft assembly. After a complete analysis of the cause of breakage, the design of all brands of torque wrenches was changed. An alternative link between the tube (outer shaft) and the inner shaft without press fit pin and welding was implemented. Conclusion: the device failure directly caused the event and the instrument design contributed to this event. The welded pin was replaced by a hexagonal connection between the torsion shaft and the outer index tube. As the corrective actions were applied at the second semester of 2011, the torque wrench involved in the current complaint was manufactured before the application of the action plan of this CAPA. However, as this issue has been noted on complaints for this product since the design change, an internal non-conformance has been opened and an extended investigation via the non-conformance system is being conducted to address this issue.

Event description:
It was reported that during surgery the tip of the reported device has been broken off. No adverse consequences reported.

Event description:
It was reported that during surgery the tip of the reported device has been broken off. No adverse consequences reported.